Event description:
Allegedly, during screw insertion for the acetabular cup in a right tha, the liner was not securely fixed. When attempting to further tighten the screw, a sharp cracking sound was heard. Upon inspection of the removed device, the tip of the device was found to be broken. Examination of the tightened screw confirmed that the broken tip remained inside the screw head. The doctor commented that it could not be retrieved from the patient because the broken tip was firmly lodged in the screw head. As it was not protruding, it was judged there would be no impact on liner placement. (B)(4)

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.